Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root cause of the reported issue was due to a faulty inspiratory pressure transducer. The analog/digital count railed at high counts which would cause the ncpap characterization test to fail. This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received yet by carefusion in the failure analysis lab. If a full investigation is completed, a follow up report will be made with the results of investigation. Cfn fsr recalibrated the transducers, recharacterized the flow and exhalation valves, but only to have repeated failure; the suspect device had been removed from service.

Event description:
The customer reported external high ppeak (peak pressure) alarms all the time while using the avea ventilator. The customer reported being unable to do the characterization test for the nasal CPAP (continuous positive airway pressure) mode. The customer requested a carefusion (cfn) field service representative (fsr) to evaluate the suspect device. The customer reported no patient involvement associated with this event.